Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level reached 380 mg/dl. Technical support provided pump reset information and assisted with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any issues resurfaced.